Event description:
Event description guidant received information that this patient experienced right ventricular loss of capture due to exit block. This lead was surgically abandoned and replaced with another guidant lead without adverse patient effects.